Event description:
It was reported the device turns on by itself. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the device turns on by itself. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the external pulse generator was returned and analysis confirmed the customer comment that the unit turned on by itself, the "on" key was collapsed. Analysis also found the ring cover contaminated and the ventricular output connector corroded. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.